Event description:
It was reported that during dual chamber MRI pacemaker implant procedure the lead exhibited noise. The lead was checked with the pacing system analyzer. Noise was still noted. The lead was not used. A new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.